Event description:
Two single-use i.c. Medical penevac1 failed two work in two different surgical procedures. One surgical procedure occurred, and the other procedure was 3 days later. Both penevac1 were brand new out of the package.